Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 250 to 260 mg/dl and it was addressed with a bolus. Reportedly, the customer needed to adjust their basal settings from 1.9 unit/hour to 2.0 units/hour. The customer changed the basal settings.